Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer is currently hospitalized. No further details given.

Manufacturer narrative:
The customer did express the device had alarmed but did not contribute to a reportable serious.

Event description:
The customer was hospitalized for non-diabetic issue, pneumonia.